Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2671 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing PICC the bloddreturn would not stop even when flushing with a lot of saline. PICC was taken out and replaced with another.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 3cm-4cm depth markings. The split was approximately 1cm in length and was longitudinal in orientation. The material on either side of the split contained a wavy shape, characteristic of material being stretched past the tensile limit (as occurs in a burst). Microscopic examination of the split site showed that the fracture surfaces were dull and granular in nature and tactile evaluation revealed tensile strength loss at the site of the split. Functional testing revealed a minor obstruction distal of the split which could have contributed towards the complainant event as this would have restricted properly flow through the catheter. No potential manufacture damage or defect was observed on the sample. A lot history review (lhr) of redr2671 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing PICC the bloddreturn would not stop even when flushing with a lot of saline. PICC was taken out and replaced with another.

Event description:
It was reported that when placing PICC the bloddreturn would not stop even when flushing with a lot of saline. PICC was taken out and replaced with another.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr2671 showed no other similar product complaint(s) from this lot number.